Event description:
This rv lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2011 due to high threshold. The physician was dr. Matthew flemming at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).